Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that while surgeon was using a femoral drill with guide, the drill broke. Another drill was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned items confirmed the reported event. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the fracture cannot be clearly determined, the failure of the femoral drill most lightly could be down to the loss of it cutting edges over time, with the possibility of extra force needed for the drill to cut efficiently and the lightly hood of fracturing as a result. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a procedure, the drill was discovered fractured. A new one was used to complete the procedure. No adverse events have been reported as a result of the malfunction.